Event description:
It was reported that during a gastric bypass procedure, the staples would not release. No staples delivered with this first cartridge. The device worked well with the other cartridges. Another like cartridges was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.